Event description:
Phone conversation with the dr found that the pt had experienced wound infection at the port site and as a result the port was explanted.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. The connector type is assumed to be a taper ii because it was recently implanted. The exact implant date was requested but has not been provided at this time. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further info from the reporter regarding serial number, implant and explant date has been requested. Infection is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.